Event description:
The device was returned for service. During service the device had five battery discharges below alarm threshold. The hopital representative stated they have no record of any patient incident involving the pump.